Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed infra renal ivc filter with some of the struts of the filter penetrating through the wall of the ivc. One of the struts penetrates through the posterior wall of the aorta and may be fractured. Additionally, the filter apex was tilted towards the right lateral wall of the cava. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based on the provided medical records there is no objective evidence to confirm filter limb detachment as it is reported that the filter limb ¿may be¿ fractured. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.